Manufacturer narrative:
(B)(4). The device history review for the product hemolok xl clips 6/cart 84/box lot# 73m1800101 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that (B)(6) 2019 in the clip was found broken during usage on the patient. Then the broken clip was taken out of the patient and changed to a new one to complete the operation.